Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital with shortness of breath and chest pain three days ago. It was noted that the patient experienced a slow atrial tachycardia. Review of egms reveled episodes of high ventricular rate due to right ventricular lead noise. Isometric testing showed evidence of noise in bipolar, unipolar tip and unipolar ring configurations. Programming changes were made to address the issue. No oversensing was detected with isometrics after the changes. Patient will continue to be monitored.